Manufacturer narrative:
(B)(4). G2: foreign ¿ japan the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner and shell could not be assembled. Afterwards, it was noticed that the locking ring in the shell was also bent. It is unknown if this was bent from the beginning or when the liner was inserted. Another implant was used. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} visual examination of the returned product identified the locking ring was not fully seated in the shell lock ring groove and damage was present. Lock ring chamfer orientation was confirmed correctly placed upon return. During evaluation locking ring was removed for further evaluation and dimensional analysis. Locking ring was deformed, bent, nicked, gouged on both sides. Shell outer spherical surface was scuffed and inner spherical surface and rim had scratches. No other damage was noted. Dimensional analysis for features of the locking ring were performed and in specification. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Complaint of bent ring is confirmed based on evaluation of the returned product, however it is unknown when ring was bent. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.